Event description:
It was reported that three days following a coronary artery drug eluting stenting treatment procedure, the patient began experiencing difficulty eating. The lesion treated was an 80% stenosed segment of the mid left anterior descending (lad) coronary artery. The lesion was not calcified or tortuous. The lesion was not predilated. The physician implanted a 2.75x12mm taxus express2 drug eluting stent in the mid lad. During this procedure, a johnson & johnson cypher drug eluting stent of an unknown size was also implanted in the mid lad, not touching the taxus express2 stent. There were no complications during the procedure and the patient status was ok. Following the procedure, the patient was prescribed plavix and aspirin. Three days later, the patient complained of difficulty eating because he cannot stand the smell of food. Although he can drink water, he has required two hospitalizations for dehydration. The patient also states, he is sore and hurts all over. The patient has experienced an approximate 30 pound weight loss since the procedure date. The physician has considered and offered a feeding tube, however, this has not been done as of the date of this report. The physician has discussed this condition with the patient's primary care provider, but neither physician has come to any conclusions as to what is causing the condition. The patient was taken off of plavix and switched to ticlid, however, there was no change in the patient's symptoms, so ticlid was stopped and plavix was restarted. In the opinion of the physician, it is unknown whether or not this condition is related to the taxus express2 stent or not.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined and a similar complaints review could not be performed. The cause of the difficulties experienced during the procedure could not be determined.